Event description:
It was reported that a lead integrity alert (lia) was triggered due to noise and high short interval counts (sic) on the right ventricular (rv) lead. It was further reported that impedances on the rv lead fluctuated between 400 and 1000 ohms. The lead was turned off, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was included in a field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 5554-45. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. This lead was included in a field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was further reported that the rv lead was extracted and replaced. No patient complications have been reported as a result of this event.